Manufacturer narrative:
The device was not returned for analysis. An event of off-label use, migration, and perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior director of medical affairs. Based on all available information, the reported off-label use is related to the device being used for a valve-in-valve procedure. Causes for the migration and pvl could not be conclusively determined. The reported unexpected medical intervention and surgery were the result of case-specific circumstances.

Event description:
It was reported that a 25mm navitor transcathetor aortic valve was selected for implant on (B)(6)2024 for a valve-in-valve procedure using a small flexnav delivery system. The initial valve was implanted approximately 10 years ago. The patient's annular perimeter derived diameter was measured at 21.8m and the left ventricle outflow tract diameter was 21.7mm. Pre-dilation was performed with a 20mm balloon. The starting implant depth was 4-5mm from the non-coronary cusp (ncc). Approximately 1 minute after the valve was released from the delivery cable, the valve was observed to have risen 1-2 mm towards the aorta and remained shallow but was functioning as intended with leaflets captured. On 04 december 2024 an ultrasound was performed and a trace to mild perivalvular leak was detected.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcathetor aortic valve was selected for implant on (B)(6) 2024 for a valve-in-valve procedure using a small flexnav delivery system. The initial valve was implanted approximately 10 years ago. The patient's annular perimeter derived diameter was measured at 21.8m and the left ventricle outflow tract diameter was 21.7mm. Pre-dilation was performed with a 20mm balloon. The starting implant depth was 4-5mm from the non-coronary cusp (ncc). Approximately 1 minute after the valve was released from the delivery cable, the valve was observed to have risen 1-2 mm towards the aorta and remained shallow but was functioning as intended with leaflets captured. On (B)(6) 2024 an ultrasound was performed and a trace to mild perivalvular leak was detected.